Event description:
It was reported the patient had her action removed due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information cuff: catalog #: 72401978, expiration date: 4/2/2018, serial #: (B)(4). Device manufacture date: 04/2013. Pump: catalog #: 72402287, expiration date: 9/12/2015, serial #: (B)(4). Device manufacture date: 9/2014. Balloon: catalog #: 72402105, expiration date: 1/25/2018, serial #: (B)(4), device manufacture date: 2/2013.